Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to gripper actuation issues. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating functional mitral regurgitation grade 4+. The patient presented with dilated cardiomyopathy, mitral valve annular dilatation and tethering at the anterior 2 and posterior 2 leaflet segments. Following two leaflet grasps, one xtr mitraclip was implanted without a device issue. A second mitraclip (cds0602-xtr 80118u135) grasped the leaflets once without reported issue. It was then noted that the posterior gripper did not drop during clip closure. As troubleshooting, the gripper lever was moved up and down, resolving the actuation issue. This same mitraclip was implanted at the intended site without further issue, reducing the mr to grade 1. The clip remains stable and well seated on the leaflets. There were no adverse patient effects and there was no reported clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.